Event description:
The customer alleges that the medical solution could not be injected through the catheter. The catheter was replaced with a new one. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.